Manufacturer narrative:
(B)(4) for the reported event of snare loop embedded in patient's tissue. (B)(4) for the reported event of loop failed to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to cold cut the polyp but the snare failed to cut and became embedded in patient's tissue. Cautery was then used to cut the polyp; the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.